Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected pump error 25, "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed pump error 25 in the pump history due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 38 mg/dl. Customer declined troubleshooting for low blood glucose as he was fine. The customer stated that the insulin pump had power error detected alarm. The troubleshooting was performed for the power error detected alarm. The customer was able to clear the alarm. The customer was able to complete insulin pump rewind. The self test was performed and it was not pass. The insulin pump will be returned for analysis.